Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded high shock impedances of greater than 125 ohms. It was noted that shock impedances at implant were 48 to 56 ohms. Boston scientific technical services (ts) discussed it appeared to be an issue with the patient's right ventricular (rv) defibrillation leads superior vena cava (svc) coil, or a possible connection issue. Ts advised performing a chest x-ray and delivery of a 1.1 joule and 41 joule shock. Additional information was provided that the shocking configuration was reprogrammed to rv coil to can, and the rv pacing outputs were increased. The patient will continue to be monitored and defibrillation threshold (dft) testing will be done in the future depending on the lead measurements. No adverse patient effects were reported.

Event description:
Additional information was received from the field representative in (B)(6) 2015. The field representative discussed that the patient (with a history of high shock impedances and noise on the rv lead) had a normal generator replacement back in 2012; however at that time, the physician elected to not replace the lead, even though pacing impedances and thresholds had also increased. Then over the past two years, the patient chose to have their defibrillation therapy turned off because she was not dependent and was concerned of getting shocked by the ICD due to noise on the rv lead. After having the defibrillation therapy turned off, the patient presented back a few months later feeling sluggish. Her ejection fraction was 47. After adjustments were made to the device settings, the patient still did not feel well; therefore, the physician elected to downgrade the patient to a bi-ventricular pacemaker and implant a new pace/sense rv lead even though the ICD lead pacing functionality had been working. During the procedure, the extraction process was going well, but then a dissection occurred at the level of the superior vena cava (svc). The field representative noted the svc coil was difficult to get the laser lead catheter over, so there was concern with the svc coil. There was no concern with the helix as it retracted smoothly. The patient was moved from the ep laboratory to the operating room where her chest was cracked and the tear was closed, however the medical staff were unable to get the patient's blood pressure up and she died despite multiple resuscitation attempts. The products have not been returned to boston scientific.

Manufacturer narrative:
--

Event description:
Additional information was provided that the patient returned to their clinic for a wound check and shock impedances were greater than 125 ohms. Defibrillation threshold (dft) testing was therefore performed. The dfts were successful with 14 and 17 joules and resulted in shock impedances of 73 and 72 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional details were received approximately nineteen months after the initial clinical observations were reported confirming that due to continued issues with the right ventricular (rv) lead, the defibrillation therapy was programmed off in this device. Noise was oversensed which triggered the storage of some non-sustained ventricular tachycardia (nsvt) episodes and elevated threshold measurements were noted. The caller stated there was a red alert that did not come through via latitude and the caller was provided an explanation for this from latitude customer service. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4).